Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a micro introducer guide wire. The customer reports that 3 cms of the wire broke off inside of the pt. This portion of the wire is still in the pt. Doctor is monitoring the pt to see which steps to take next.